Event description:
It was reported that the vns patient passed away. The cause of death and relationship were unknown. The funeral home indicated that the death was due to seizure disorder and the manner of death was natural. It was reported that the patient was buried and that the device was likely buried with the patient. No additional relevant information has been received to date.

Manufacturer narrative:
.